Event description:
Related manufacturer reference number: 2017865-2025-15114. It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited high capture threshold. During the procedure, the patient's right ventricular (rv) lead was noted to have insulation breach. Both the rv and ra leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.